Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary treatment. The procedure was completed as planned after restarting the system but unable to save the images. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional analysis, it was found that the cause of the issue was due to ippc (image processing pc). The defective ippc was replaced and returned to philips for further analysis. Additionally, fse replaced hard disk drives, downloaded software, and recreated image store. The part analysis confirmed the malfunction of ippc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that image storage was not possible, which would prevent imaging. The issue was found during clinical use. The patient had to be moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.